Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on the lcd board. The pump also had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call of cracks near the battery compartment of the insulin pump. The customer's blood glucose at the time of incident is unknown. No other information is available. The insulin pump was returned for analysis and a replacement device was shipped to the customer.